Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® aire-cuf® tracheostomy tube could not be blocked during change out. There were no reported adverse effects.